Event description:
The device was used during a laporoscopic cholecystectomy procedure. Reportedly, the seal leaked pneumoperitoneum while in the pt's cavity. The surgeon applied pressure to the seal to stop the leak and completed the procedure. No pt injury reported.